Event description:
Reportedly an infusor was being used for 5fu therapy and the patient had stated that the infusion finished after 18 hours and 30 minutes vs 18 hours and 48 minutes (minimum infusion time by calculation). There were no patient issues associated with this report.